Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a cardiac cath intervention with balloon pump placement on the female patient, who had extensive coronary artery disease, the check flo hub broke off from the sheath during the procedure. The sheath was inadvertently pushed into the lt common femoral artery. After several attempts to snare the sheath, surgical invention was needed to remove from the patient. The physician was not able to finish the procedure due to the complication. Information was provided that during the surgical intervention, the patient lost a lot of blood; although the patient is doing fine now. No portions or pieces of the complaint device remain inside the patient as everything was removed successfully during the surgical intervention.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. The visual inspection of the returned device reported the hub separated from the sheath and with the sheath tubing separated into two pieces. The flare of the sheath was found to be extremely distorted and had a ruffled appearance. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, at this time, a definite root cause cannot be determined. However, the observed damage to the flare indicates that the product had received force beyond its intended design. It is possible that there was a significant amount of resistance between the sheath and impella device, thus requiring a higher amount of force to advance the device through the sheath, which could have led to the reported failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a cardiac cath intervention with balloon pump placement on the female patient, who had extensive coronary artery disease, the check flo hub broke off from the sheath during the procedure. The sheath was inadvertently pushed into the left common femoral artery. After several attempts to snare the sheath, surgical invention was needed to remove from the patient. The physician was not able to finish the procedure due to the complication. Information was provided that during the surgical intervention, the patient lost a lot of blood; although the patient is doing fine now. No portions or pieces of the complaint device remain inside the patient as everything was removed successfully during the surgical intervention.